Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a guide wire tip detachment occurred. The target lesion was located in the coronary artery. A 185cm pt2 guidewire was used during the procedure. During use the guide wire tip broke off and is inside the patient. The procedure was completed with this device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer:visual inspection revealed a fracture located on the distal tip, approximately at 183.1cm from the proximal end. Scrape ptfe coating, at 61.5cm, 76cm, 95.6cm, from the proximal end. No additional ptfe anomalies noted. All outer diameter measurements are within the specifications. Sem analysis revealed failure occurred due to a tension overload.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure a guide wire tip detachment occurred. The target lesion was located in the coronary artery. A 185cm pt2 guidewire was used during the procedure. During use the guide wire tip broke off and is inside the patient. The procedure was completed with this device. No further patient complications were reported and the patient's status is stable.